Event description:
It was reported that they were attempting to place the device into the pt's left vein when they experienced difficulty. The clinician tried to insert the needle and spring wire guide (swg) together a couple of times to advance swg easily. At every attempt the swg would pass through the needle, but would meet resistance in the vein. The clinician then went to remove the swg and the needle. The needle was removed fine, but the swg met resistance upon removal. The clinician then performed a minor skin nick and the swg was removed safely. The tip of the swg was identified as having kinks and knots. As a result, a new swg was opened and used without incident. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was normal.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.